Manufacturer narrative:
Occupation: non-healthcare professional investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: fracture and perforation. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. The catalog number is known, but the lot number is unknown. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip on an unknown implant date. Per a successful retrieval report, "fracture of filter with residual leg of filter left in the patient's retroperitoneum." "...ivc filter whose legs appeared to be intruding on [the patient's] kidney and aorta on preoperative CT scan. Of note, this filter has been in for quite a long period of time and prior attempts of retrieval were unsuccessful." "Because prior attempts at retrieving this filter by other physicians had been unsuccessful, [the physician] elected to insert an 18-french sheath over an amplatz wire initially with the thought that filter retrieval may be somewhat difficult. Multiple attempts were made to snare the hook of the filter and these were unsuccessful and therefore, we attempted to lasso 1 wire below the filter with another snare access and we successfully did this, however, could not pull up the filter, so as to accommodate the tip and hook of the filter into the 18-french sheath. Therefore, we brought an alligator forceps to the table and the grab the hook of the filter with the alligator forceps once it was pulled up with dual-wire snare lasso equipment. This was successful. The filter was pulled into the sheath and removed from the cava, and then the entire sheath and filter assembly were removed in their entirety from the patient's body. Completion cavogram was performed because in the process of pulling this filter out, 1 leg of the filter was sheared off and broken and left behind. This was approximately 2-cm piece of 1 leg of the filter. On the completion cavogram, it did not appear as if the leg was actually intraluminal in the cava and therefore, I elected to leave it in place and will follow this piece with CT scan at a later date." "In addition, [the physician] spoke with both the patient and [the patient's] mother and explained that there was still retained leg of the filter in the patient's retroperitoneum and then [the physician] will follow this overtime, but that [the physician] think that it was very unlikely that this will cause a problem in the future."